Event description:
During a thrombectomy of a left forearm hemodialysis shunt to remove highly calcified material, the distal end of the catheter and balloon became dislodged in the pt. The distal tip and balloon became dislodged in the pt. The distal tip and balloon were successfully retrieved using another device. No pt injury was reported.